Event description:
The customer reported that a fetal heart signal sent to the obtv device and fetal monitor paper indicated fetal distress when audible fetal heart rate is at baseline.

Manufacturer narrative:
The customer reported that a fetal heart signal sent to the obtv device and fetal monitor paper indicates fetal distress when audible fetal heart rate is at baseline. The traces have been explained to the response center engineer (rce) and they understood this was no malfunction. The monitor picked up the mother. Based on the available information, philips supports that there is no known health risk for the patient or users. Additionally, the available information from this report does not support that this issue represents a systemic, design, or labeling problem. The issue was investigated and it was determined that the device functioned according to specifications. The customer fully understands that there was no malfunction and that the monitor did function on the monitor correctly. No further action or investigation was warranted.